Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button were intermittently non functional. The cause for the failure was a damaged response button switch contacts. The root cause for the damaged switch contacts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons were not able to activate the device.